Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator reporting proximal line disconnected. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse and the customer went over device set up and the customer attached the test adapter to the device and powered it on in normal operational mode. The device is still giving error. The rse provided the customer with the part number for the flow sensor assembly.